Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-30. H6: investigation summary: a video of the customer demonstrating the use of the safeclip was provided. Customer struggled to insert needle using the available safeclip to the point that the pen needle cannula bent despite being aligned with safeclip¿s needle port in the open position. This may occur if the needle port is occluded with previously trimmed needle material as the result of numerous uses. Additionally, this wear caused by cutting insulin needles may be sufficient to cause the port to rust over an extended period of time, further contributing to the occlusion and its use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the safeclip being blocked may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles. H3 other text : see h10.

Event description:
It was reported that the bd safe-clip¿ experienced a safeclip that wouldn't clip. The following information was provided by the initial reporter: the customer reports that they have been facing difficulties with the needle cutter, the device doesn't allow the needle to pass through the insertion orifice. Thus, when pressure is applied, the needle bends, but device doesn't allow it to get in.

Manufacturer narrative:
OEM manufacture: (B)(4). Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ experienced a safeclip that wouldn't clip. The following information was provided by the initial reporter: the customer reports that they have been facing difficulties with the needle cutter, the device doesn't allow the needle to pass through the insertion orifice. Thus, when pressure is applied, the needle bends, but device doesn't allow it to get in.